Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. Related report number capturing additional events within the same article will be provided upon submission of supplemental report. Product evaluation: customer report of restricted motion was confirmed through observed host tissue overgrowth. Report of increased gradients was not able to be confirmed through visual observations. The x-ray demonstrated the wireform intact and cocr band bent inward around commissure 2; the vfit band does not appear expanded. Minimal calcification was observed on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Multiple sutures remained attached around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from france that a valve model 11500a23 implanted in the aortic position was explanted from a 69-year-old patient after an implant duration of two (2) year and two (2) months due to elevated gradients (45mmhg) and restricted motion of the non-coronary cusp, which appeared rigid and had a vibratile movement, that were caused by pannus overgrowth. Reportedly, the valve was uneventfully implanted through mini-sternotomy, and the patient had a complicated post-op with a 1-week iciu stay due to pulmonary oedema and paroxystic af, which was finally corrected with amiodarone. She had a gradient of 10 mmhg at discharge. As reported, the patient then spent 4 weeks in a rehab center where she continued to feel tired. A tte at 3 months post-discharge showed a max gradient of 13mmhg, eoa at 1.5 cm2, vmax at 2m/sec. A year later, a control echo showed a gradient of 23mmhg. The patient was put on apixaban 5mg per day. The transvalvular gradients progressively increased: 1 year and 4 months after implant, the gradients were reported to be of 26mmhg. 10 months later, an echo showed a gradient of 45mmhg and the patient experienced worsening of symptoms (short of breath and effort fatigue). Nt-probnp was slightly elevated while c-reactive protein (crp) and white blood cells (wbcs) were normal. The patient was maintained on apixaban. In the last tee, performed 2 years and 3 months after implant, the gradients were confirmed to be high, and the valve was assessed as being a bit "rigid" on the non coronary cusp that did not fully open during systole. Per response received, there was a sense of rigidity plus "vibratile" move of that leaflet; however, no pannus, no thrombus and no leaflet thickening were detected on the CT-scanner. No signs of patient prosthesis mismatch or leakage were observed. As of the latest follow-up at three (3) years and two (2) months post-procedure, the patient remained very symptomatic with shortness of breath and sought a second opinion from a cardiologist at another hospital, who decided to explant the device and perform an annular (ring) enlargement, as this surgeon believed the valve to be constrained within the aortic root. During explant procedure, pannus was observed under the valve, fibrosis was present on one leaflet causing the valve not opening correctly, and a narrowed lvot. A root enlargement with replacement of part of the ascending aorta and replacement of the inspiris valve with a 25mm non-edwards device was performed. The patient was noted as to be ok the day after the intervention.